Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: pain type of procedure: hardware removal it was reported that intra-op, while removing the screws, tip of the screw driver broke in the head of the screw. Another screwdriver was used to remove the rest of the hardware. All of the hardware were removed successfully. The product came in contact with the patient. No fragment of the broken product remained inside the patient. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis: visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.